Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge field service engineer (fse) that encountered the issue, in an attempt to fix the issue replaced the safety disk, however, both test still failed. The fse then replaced pneumatic module assembly (pim), and both leak tests passed. The fse then performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The pm was completed and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module (pim) and drive manafold leak tests. There was no patient involvement, and no adverse event reported.